Event description:
N/a.

Manufacturer narrative:
Communication/interviews (4111/3233): a getinge field service engineer (fse) has reported that the customer has cancelled their request for service. The fse has conversed with the customer and was advised that the customer has fixed the reported issue by reinstalling the unit on the cart which corrected the issue. All performance and safety test passed and the unit is currently available for clinical use. A supplemental report will be submitted upon completion of our investigation. H3 other text : not returned to manufacturer.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that the screen on the cs300 intra-aortic balloon pump (iabp) had static and cannot be read. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.